Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that the physician thought the product was broken but when he went in to replace it there was nothing broken or damaged with the implant. Patient reported pain. There was no issue with implant he upsized the one that was in the patient.